Event description:
Pt decannulated while wearing the dale tracheostomy tube holder. The tracheostomy tube was reinserted with good outcomes.

Manufacturer narrative:
Upon review of the used product, it was noted that a small piece of the long fastener tab had been cut too close to the stitching of the hook. This type of alteration by the customer would cause the performance of the product to be jeopardized.